Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophagectomy, before creating anastamosis, the oral anvil would not fit down the esophagus. As the anesthesiologist was advancing the oral anvil through the esophagus, the surgeon grabbed a hold of the tubing to help pull it through until the anvil was visible. It would get about 10mm away from the anvil and get stuck. The surgeon felt a resistance and continued to pull the tube hard, until the tubing came off the anvil. In other words, the tubing detached from the anvil while advancing through the esophagus. The anesthesiologist pulled the oral anvil back through the top of patient's mouth using the suture real. Another oral anvil was opened and used but it got stuck at same spot. The anesthesiologist used the suture real to remove the second oral anvil. The surgeon made the anastomosis using a stitching device and hand sewing in order to complete the case. The surgical time was extended for 30 minutes or more as the surgeon had to hand sew the anastomosis opposed to using oral anvil and circular stapler. There was no patient injury.